Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the time and date reset after the customer uploaded pump information onto t:connect. Blood glucose was 200 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.